Event description:
Info received indicates the head section weldment is bent which is preventing the head section from lowering completely flat.

Manufacturer narrative:
The technician replaced the head weldment to repair the bed.